Manufacturer narrative:
This report is filed (B)(6), 2011.

Manufacturer narrative:
Per patient's surgeon, the device was explanted (B)(6), 2010. During the same surgery the patient was reimplanted with another device.(B)(4).

Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
The pt (B)(6) received their scs system including an ipg on (B)(6)2007. It was reported that once every day the pt experienced a brief loss of therapy followed by brief overstimulation. The ipg was explanted and replaced on (B)(6)2009. The ipg was returned to ans for evaluation. No further information is available.

Event description:
Per the clinic, the patient has experienced pain and swelling around the implant site. The patient was advised to discontinue use of the device and to follow up with her clinic. The device remains implanted.